Event description:
An optometrist reported a pt who presented with fuzzy vision in both eyes one day post lasik. The pt was noted to have central mudcrack striae in both eyes. There are two med devices reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).